Manufacturer narrative:
Discrepancy 1 results: sample (B)(6). The molecular presence of mixed base adenine and guanine at the polymorphic site that is indicative of the kidd (jk) antigen would normally represent a heterozygous jk(a+b+) individual1, as was reported by hea bead chips heac4321_6 and head7186_1. However, the individual is also heterozygous for a polymorphism of the intron 5 splice acceptor site (ivs5as, isbt=jk*02n.01, also known as c.342-1g>a). The adenine at this site could silence the expression of the jkb antigen from the same allele. The silencing of jkb, as first reported by lucien et al.2, would leave no expression of the jkb antigen on the surface of the erythrocyte. Jknull is listed as a limitation of the precisetype¿ hea beadchip test as listed in the package insert (part number 190-20210). Discrepancy 2 results: sample (B)(6). The molecular presence of only adenine at the polymorphic site that is indicative of the kidd (jk) antigen would normally represent a homozygous jk(b+) individual1, as was reported by hea bead chips head7188_8 and head8258_5. However, the individual is also homozygous for a polymorphism of the intron 5 splice acceptor site (ivs5as, isbt=jk*02n.01, also known as c.342-1g>a) that silences the expression of the jkb antigen. The silencing of jkb, as first reported by lucien et al.2, would leave no expression of the jkb antigen on the surface of the erythrocyte. Jknull is listed as a limitation of the precisetype¿ hea bead chip test as listed in the package insert (part number 190-20210).

Event description:
The customer reported two possible discrepancies. The donor is jkb+ using the bioarray hea molecular bead chip kit; serology results were jkb-.